Event description:
It was reported that a few months after this insertable cardiac monitor (icm) was implanted there was an error message that indicated monitoring was disabled. Disk analysis was performed and revealed firmware timeouts had occurred causing the monitoring to be disabled for this patient. Technical services recommended a replacement, and about a week later the device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a few months after this insertable cardiac monitor (icm) was implanted there was an error message that indicated monitoring was disabled. Disk analysis was performed and revealed firmware timeouts had occurred causing the monitoring to be disabled for this patient. Technical services recommended a replacement, and about a week later the device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this insertable cardiac monitor (icm) was thoroughly inspected and analyzed. Review of the device memory confirmed that the device underwent a series of system resets over a three-minute period and magnet application before reverting bootloader state that disabled monitoring. Detailed analysis, including testing in a simulated implant environment, found that this icm continued to generate resets and inability to advertise related to the bluetooth communication feature. The icm case was opened, and inspection of the bluetooth integrated circuit and battery did not reveal any visible anomalies. The battery was removed, and once connected to an external power supply the icm operated successfully with no further resets. Testing confirmed reversion to bootloader state due to excessive resets associated with the dialog bluetooth module, unfortunately testing was unable to confirm the root cause for the resets.